Event description:
It was reported that one of the new red coated pivot latch screws "failed" shortly after it was properly installed, torqued to 10-inch pounds and 72 hrs. Curing. The customer replaced it with another pivot latch screw, and it also "failed" after the curing period. It was reported that the issue was discovered while doing qc check on pumps rolling through during the firmware upgrade and pm their fleet. When the biomed opened the door and put "approximately 1" inch pound or less reverse twist on a small flat blade to catch any loose screws that are not yet protruding, they found the issue and looked it up to find that it had just been replaced 72 hours before and had not yet gone out to the floor. After the curing period, the biomed opened and closed the door 10 times and then checked the screw using the method "above" and found it was loose. There was no patient involvement.

Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Correction : initial reporter addr 1, initial reporter city, initial reporter state, initial reporter zip, initial reporter facility name. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that one of the new red coated pivot latch screws "failed" shortly after it was properly installed, torqued to 10-inch pounds and 72 hrs. Curing. The customer replaced it with another pivot latch screw, and it also "failed" after the curing period. It was reported that the issue was discovered while doing qc check on pumps rolling through during the firmware upgrade and pm their fleet. When the biomed opened the door and put approximately1 inch pound or less reverse twist on a small flat blade to catch any loose screws that are not yet protruding, they found the issue and looked it up to find that it had just been replaced 72 hours before and had not yet gone out to the floor. After the curing period, the biomed opened and closed the door 10 times and then checked the screw using the method "above" and found it was loose. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.